Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7076538. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5135735 UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a batch: 28463709. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient has pre-existing complex health issues and pain, which were not device related. There were no reported device issues. The patient underwent an explant procedure where the implantable pulse generator (ipg), two leads, and clik anchors were explanted. All explanted devices were disposed of by the medical facility. The physician stated that electrocautery was used during the procedure. Per the physician's implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The patient has recovered from the procedure.